Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Carefusion factor service confirmed the customer's allegation of the sipap malfunction and discovered that the root cause of the fio2 calibration failure was a loose front knob. The unit was re-calibrated and met service specifications. The unit was returned to the customer following repair.

Event description:
The customer reported that on the sipap device, the fio2 would not go lower than 35% when the dial on the blender knob was set to 21%. The customer has verified this with an external o2 analyzer. The customer stated that there was no patient involvement.